Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, dr (B)(6) states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.